Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6). During the procedure, as the physician was advancing the cat6 in the target vessel, it became "crushed". The physician was unable to advance the cat6 any further; therefore, it was removed. The procedure was successfully completed by using a new cat6. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned cat6 was kinked at approximately 128.0 cm, 129.0 cm and 129.5 cm from the hub. During functional testing, the returned cat6 was able to advance through a demonstration neuron max with resistance due to the kinks on its distal shaft. Conclusions: evaluation of the returned cat6 revealed kinks on its distal shaft. If the peel away sheath included with the cat6 is not properly used during advancement of the cat6 into a parent device, damage such as kinks may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.